Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had mistakenly created a new profile. Users were unable to merge the profiles since the medical record numbers were different. A technical support specialist (tss) informed the users to discharge the wrong medical record number to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported when using the bd pyxis¿ es server, there were two fins listed in the pyxis server for the same patient. Customer could not get medication from pyxis for the patient. The customer reported that the malfunction caused a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this incident.